Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii failed to load as the seal was not folding properly. A replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The heartstring iii device was returned to the factory for eval. It showed no signs of clinical usage. There was evidence of blood on the device. The delivery device was returned inside of the loading device. The tension spring assembly and the anchor tab were inside of the delivery device. The seal was located under the window of the loading device; it was cracked along the first row from the outer edge. The green slide lock and the white plunger were not depressed on the delivery device. Based upon the eval results, the reported complaint was confirmed for failure to load and cracked seal. A lot history record review could not be performed as the product lot number is unk. (B)(4).